Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.;

Event description:
It was reported the colonovideoscope picture is fuzzy and not a clear picture. The issue occurred during inspection for use. There were no reports of patient harm.